Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issues. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.